Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while attempting the right ventricular (rv) lead implant, the lead failed to advance in the catheter. The rv lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance lead in catheter was confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. Unable to perform stylet insertion/ removal test due to over torqued inner coil at the connector region consistent with procedural damage. Electrical testing was normal. The cause of the reported event was due to over torqued inner coil consistent with procedural damage.